Event description:
It was reported that the pump was alarming, and the screen read "no disposable clamp tubing." Per reporter the alarm was silenced, and settings were reviewed. Reservoir volume 13.1 ml, continuous rate 2.3 ml/hour, volume given 91.95 ml. Per reporter, the pump was powered off, closed clamp on tubing, removed cassette, massaged tubing and gently tapped the bottom of the cassette on hard surface to release air bubbles. The cassette was reattached, tubing unclamped, pump powered back on, and the alarm persisted. Troubleshooting was repeated and unsuccessful. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.